Event description:
It has been reported that in 2008, the physician injected novielle gel on both sides of the nasolabial fold. The physician noticed hardness and redness in the cheek and nasolabial fold area during a 2009 follow up visit. The physician has been injecting kenalog 10 mixed with lidocaine every two weeks to resolve the issue.

Manufacturer narrative:
The device was not returned to the manufacturer, therefore, an investigation to determine root cause could not be conducted. Novielle gel is cleared for vocal fold augmentation. The manufacturer's medical advisor has contacted the physician's office regarding the issue. The batch record for this lot has been reviewed, which contains no abnormal manufacturing events. The complaint rate for this device is not considered abnormal. If additional information becomes available, it will be submitted in a supplemental report.